Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Parts of the implant referenced in the complaint was not returned. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Typically this type of event is caused by preparing a pilot hole that is too small, inserting the implant at an angle that is not co-axial to the pilot hole or prying/leveraging the driver while the implant is still loaded. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. The original device was not returned.

Event description:
Customer claims to have used the device correctly but the bio-pushlock implant broke during insertion. Procedure was completed with another implant. A piece of the pushlock remained secured in the glenoid.